Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report: 1221359-2021-02339, 1221359-2021-02340, 1221359-2021-02341.

Event description:
The customer reported false negative results on the binaxnow covid-19 ag card. This MFR. Addresses patient four of four. The customer reported a false negative result with the binaxnow covid-19 ag card performed on (B)(6) 2021. Confirmation testing was performed with rt-pcr and generated positive results (CT value: 18.43). No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
Corrections: g1. Additional information: d9, h6. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR. Reports: 1221359-2021-02339 .